Event description:
Ous MDR - after an implantation time of 31 months, an increase in the pacing threshold was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.